Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the pump was explanted and would be replaced. It was reported there was a motor stall that never recovered. It was stated there was hospitalization. It was reported the patient had to return to the hospital, received oral lioresal, and needed to be ¿re-hospitalized¿ for the pump replacement. The patient status was noted as alive with injury. The pump was used to deliver lioresal. On (B)(6) 2014 (re information request/rep,for): additional information reported the cause of the motor stall was unknown, and there was no emi or MRI. It was reported the patient went back to the hospital because of the alarm. It was reported the patient would have the replacement surgery on (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump revealed that the pump motor had gear train anomalies including; stall due to gear wheel 3 and corrosion and/or wear and/or lubrication. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The product was explanted and returned for analysis sooner than the previously reported replacement surgery.